Event description:
It was reported that a red alert was generated due to an out of range shock impedance measurement. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert was generated due to an out of range shock impedance measurement. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that a red alert was generated due to an out-of-range shock impedance measurement. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. Additional information was received detailing that the device exhibited noise and oversensing on the right ventricular channel. Due to this, the device delivered anti-tachycardia pacing and two electric shocks, both therapies being inappropriate. The device also showed high pacing thresholds and has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that a red alert was generated due to an out-of-range shock impedance measurement. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. Additional information was received detailing that the device exhibited noise and oversensing on the right ventricular channel. Due to this, the device delivered anti-tachycardia pacing and two electric shocks, both therapies being inappropriate. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that a red alert was generated due to an out-of-range shock impedance measurement. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. Additional information was received detailing that the device exhibited noise and oversensing on the right ventricular channel. Due to this, the device delivered anti-tachycardia pacing and two electric shocks, both therapies being inappropriate. The device also showed high pacing thresholds. It has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that a red alert was generated due to an out-of-range shock impedance measurement on this implantable cardioverter defibrillator (ICD) system. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. Additional information was received detailing that the device exhibited noise and oversensing on the right ventricular channel. Due to this, the device delivered anti-tachycardia pacing and two electric shocks, both therapies being inappropriate. The ICD also showed high pacing thresholds. Additional information has been received mentioning that during a retrospective review of device data it was identified that, at shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The ICD has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.